Manufacturer narrative:
After the first service visit, the customer continued to have issues. The field service engineer (fse) re-visited the customer site and checked the adjustment of multiple instrument parts which were acceptable. The fse performed a photo-multiplier high voltage adjustment. Instrument performance test results were within specification. Calibration and qc were acceptable. The customer has had no further issues. The issue was resolved by the maintenance actions performed by the fse.

Manufacturer narrative:
This event occurred in (B)(6). The customer replaced pinch tubing on (B)(6) 2021. Procell and cleancell reagents are replaced daily. Rack adapters were in use. Liquid flow cleaning was last performed on (B)(6) 2021. The field service engineer (fse) visited the customer site on (B)(6) 2021. The fse found an issue with the measuring cell, made a photo-multiplier high voltage adjustment and replaced procell and cleancell. The measuring cell was replaced and new adjustments were made along with blank cell calibration. The instrument was running well again. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial result from the original tube was > 11010 pmol/l with a data flag. The sample was repeated 3 times from a hitachi cup manually diluted 1:10 with results of 238.8 pmol/l, 864.5 pmol/l and 885.7 pmol/l. The result of 885.7 pmol/l was reported outside of the laboratory. No questionable results were reported outside of the laboratory. The estradiol iii reagent lot number was 503901 with an expiration date of 31-oct-2021.